Manufacturer narrative:
The .018 hp 40 3 x 2 slalom percutaneous transluminal angioplasty (pta) balloon ruptured at eight atmospheres (8 atm). The physician commented that the rupture might have occurred due to heavy calcification. The device was used for a shunt pta case. The lesion had little vessel tortuosity, a rate of stenosis of 99% and was not a chronic total occlusion (cto). The procedure was completed with a non-cordis device. There was no reported patient injury. The device was stored per the instructions for use (IFU). There were no difficulties removing the stylet, the hoop, the protective balloon cover, or any of the sterile packaging components. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The device was not returned for analysis. A product history record (phr) review of lot 17576354 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Vessel characteristics of heavy calcification with 99 percent stenosis may have contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17576354 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the .018 hp 40 3x2 slalom percutaneous transluminal angioplasty (pta) balloon ruptured at eight atmospheres (8 atm). The physician commented that the rupture might have occurred due to heavy calcification. The procedure was therefore completed with a non-cordis device. The device was used for a shunt pta case. The lesion had little vessel tortuosity, a rate of stenosis of 99% and was not a chronic total occlusion (cto). The device was stored per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The same indeflator was used successfully with other devices. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The device will not be returned for evaluation as it was discarded due to hospital regulation.